Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked that the equipment was able to turn on and off. The ac cable was normal, and the backup battery was tested for 65 minutes. Other parameter tests met the factory requirements. The fse determined that the backup battery requires replacement, but the customer refused the quote. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) a power outage occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter name and address: (B)(6).